Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't working. It alarmed button error and none of the buttons were working for about two hours. Customer was previously at a bbq where he was sweating and he had the device in his shorts. Customer didn't know his blood glucose level at the time the alarm occurred but it was 193 mg/dl around dinner time. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.